Manufacturer narrative:
Concomitant medical products: 5076-45 lead , implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient became ill and was experiencing "device hiccupping" and possible more premature ventricular contractions (pvc) which was leading to a falsely elevated auto threshold reading. It was noted that the patient's reported hiccups were reproducible with higher left ventricular (lv) lead outputs. The maximum lv output was decreased and the lv lead remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.